Event description:
A trilogy evo o2 ventilator was returned to the manufacturer for evaluation and the customer¿s complaint of "display not visible" was confirmed. The device's display pca and ac harness assembly were replaced to address the issue.